Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient expired while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report section h10 was captured as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device that caused throat irritation, and visualization of particles in the airway/tubing/chamber. The patient has expired during the use of the device. The patient did not report to receive medical intervention. The manufacturer reported the patient has expired during the use of the device but, the report was for the wife and the wife's device, who was not passed away. Hence, the report should be product problem only not a death case.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device that caused throat irritation, and visualization of particles in the airway/tubing/chamber. The patient has expired during the use of the device. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow-up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The previous report was filed as a patient death. Additional information was received that the registered user of the device was the wife and not the husband, who had passed away. This report is for the wife and the wife's device. The patient did allege throat irritation, visualization of particles in the airway, and threatened legal action. This correction is also to report these allegations as a product malfunction and not a patient death. Please see sections a1, b1, h1, and h6 for this updated information and coding.